Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml had foreign matter in the syringe. The following information was provided by the initial reporter: after disconnection of the syringe, plastic residues remain in the syringe.

Event description:
It was reported that syringe s2 20ml had foreign matter in the syringe. The following information was provided by the initial reporter: after disconnection of the syringe, plastic residues remain in the syringe.

Manufacturer narrative:
H6: investigation: a device history record review was performed for provided lot number 2005225 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. Per the provided feedback, we have concluded that the reported particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel.